Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pumps gave the high-pressure alarm persistently via epidural, without any particular reason. This phenomenon occurred with several cadd pumps and was apparently resolved by changing the extension set. The status of the product at the time of the event was during infusion and there was no harm.

Manufacturer narrative:
D3: updated. D9 - date returned to MFR: 10-apr-2026. H3 and h6 codes: updated. One sample was returned for evaluation. A review of the lot history revealed no nonconformities that could have contributed to the reported complaint. Visual inspection showed no physical damage or anomalies. Functional testing was performed, and no issues were observed. The reported high pressure alarm could not be confirmed or replicated, and a root cause was unable to be determined.